Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-04116. It was reported the patient's lead had migrated. The issue was confirmed via x-rays. It was noted the patient experienced a change in stimulation a few weeks prior. As a result, surgical intervention may occur at a later date to address the issue. It is unknown which lead had migrated, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2019-04116. Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2019 during which the lead was repositioned. Effective therapy was established post-operatively.